Event description:
It was reported that during an implant attempt, the left ventricular [lv] lead was attempted and not used due to patient anatomy as phrenic nerve stimulation occurred at all possible locations. The lv lead was removed and a different model lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.